Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead with the pacemaker was exhibiting high capture thresholds. Technical services (ts) reviewed the logbook and found no successful right atrial automatic threshold (raat) test. Ts mentioned this could be the acute post-implant phase. The lead was found to be dislodged due to the high thresholds and low p-waves that were noted. Subsequently, this ra lead was explanted and replaced. The ra lead has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead with the pacemaker was exhibiting high capture thresholds. Technical services (ts) reviewed the logbook and found no successful right atrial automatic threshold (raat) test. Ts mentioned this could be the acute post-implant phase. The lead was found to be dislodged due to the high thresholds and low p-waves that were noted. Subsequently, this ra lead was explanted and replaced. The ra lead has not been returned for analysis. No additional adverse patient effects were reported.